Event description:
It was reported that pump screen displayed blue, red, and green lines that affected ability to interact with pump and read information. There was no adverse impact to the customer's blood glucose level. Customer was advised that pump would be replaced under warranty, was instructed to place pump into storage mode before returning it with a prepaid label, and was informed they would need to enter pump settings and connect continuous glucose monitor on replacement pump, which customer understood and acknowledged; no additional information was received regarding the outcome of the event.